Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 07/28/2015 with the following findings: battery compartment cracked from the top. Returned battery cap did tighten fully. The black box verified the pump time, date reset to default after power on reset time, date reset to default was duplicated during investigation. Pump was opened to investigate, and the internal battery was leaking. (B)(6).

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a cracked battery compartment and leaking internal battery. This report is made based on the results of an investigation completed on 07/28/2015.